Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported they ate dinner then it was 238mg/dl. The customer took 3 units and checked later took 4.5 units an hour later, and blood glucose was 414mg/dl. The customer¿s blood glucose was 379mg/dl, 318mg/dl, 322mg/dl, 291mg/dl, 229mg/dl and 174mg/dl. Patient's blood glucose at time of incident was 414 mg/dl. Patient's current blood glucose was 174 mg/dl. Based on customer report customer does not allege pump was under delivering. Customer states the drive support cap appears normal. The insulin pump passed high pressure test. The insulin pump will not be returned for analysis.